Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced muscle stimulation and nerve stimulation near the pocket and that the right ventricular (rv) lead and right atrial (ra) lead exhibited loss of capture. It was further reported that the rv lead exhibited undersensing of r waves. During x-ray it was confirmed that the rv lead and ra lead had dislodged. The ra lead was removed. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.